Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix mesh device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to have an exploratory laparotomy. An umbilical abscess and soft tissue infection with infected mesh and eroded bowel wall were found. This required a bowel resection and removal of the device. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent repair of an incarcerated umbilical hernia. A bard/davol composix mesh was implanted in the patient during this repair. On (B)(6) 2012: the patient underwent surgery to have an exploratory laparotomy. During the surgery the physician found an umbilical abscess and soft tissue infection with infected mesh and eroded bowel wall. This required "a segmented bowel resection with prior ventral hernia repair mesh, reanastomosis. The bowel incision debridement of the abdominal wall umbilical abscess, ventral hernia repair with abdominal wall reconstruction using absorbable suture." The patient continues to experience complications related to the composix mesh. The mesh implanted in the patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.